Event description:
Describe event, problem, or product use error: patient came in on (B)(6) 2022 for filler in the lips, cheeks and marionettes. Patient had stated that she has had juvaderm in the past but was dissatisfied with the balls that she has from it. We discussed using teosyal rha 2/4. Patient signed off on consent and we injected all areas. When patient came back on (B)(6), she had already been to her family doctor for prednisone and benadryl, as she was having an allergic reaction, to the rha filler in her upper lip. As of the (B)(6), the cheeks, and marionettes were fine but her upper lip was still swollen with filler going above the upper lip (ledge) and to the wet area of the lip in nodules. She stated that her upper lip had turned dark purple and was very swollen during this time. We injected hylenex, diluted as directed into her upper lip. She is returning to the office on (B)(6) 2022, where we will reassess her for either more hylenex to remove the rest of the filler, or prepare her for filler with juvaderm, since she has had this product before without an allergic reaction.